Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that six months ago on an unknown date, a patient underwent hip replacement surgery due to fracture. During the procedure a tfna system including a 235 mm nail which connects to the femur head was used. According to the surgeon, the course of the operation was normal. In an x-ray performed after surgery, the nail appeared complete. Due to pain in the operating area, the patient sought medical treatment (exact date unknown). An x-ray of the surgical area showed a nail fracture. It was decided to replace the broken nail with the procedure performed on (B)(6) 2020. Concomitant devices reported: tfna screw (part# 04.038.205s, lot# h807507, quantity# 1). Locking screw (part# 04.005.526, lot# 3l70159, quantity# 1). Unknown end cap (part# unknown, lot# unknown, quantity# 1). This report is for one (1) 12mm/125 deg ti cann tfna 235mm/left - sterile this is report 1 of 1 for (B)(4). This pc was created to capture the post-op event wherein the tfna nail broke. See linked (B)(4) for the intra-op event wherein there was a difficulty in removing the nail.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.h3, h4, h6- the tfna fem nail (p/n: 04.037.215s, lot #: h779369) was returned and received by us cq. Upon visual inspection, it was observed that the device was broken. There were scratches on the device likely due to the implantation and explantation which have no impact on the functionality of the device. No drill marks and other issues were identified with the returned components of the device. The complaint condition was confirmed for the tfna fem (p/n: 04.037.215s, lot #: h779369). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The possible route cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot manufacturing location: monument, manufacturing date: 16-nov-2018, expiration date: 01-nov-2028, part number: 04.037.215s, 12mm/125 deg ti cann tfna 235mm/left- sterile, lot number: h779369 (sterile). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.2, lock prong, 125 degree, tfna, bp55 lot number: 1l34089. Part number: 04.037.912.4, wave spring, shim ended, bp55 lot number: h681013. Part number: 04.037.912.3, tfna lock drive, bp58 lot number: h765842. Work order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80 lot number: h748523. Certified test report supplied by (B)(4) dated 06-sep-2018 and certificate of test supplied to (B)(4) dated 31-mar-2016 were reviewed and determined to be conforming. Lot summary report dated 29-sep-2018 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 04.037.215s, lot h779369: manufacturing location: monument. Manufacturing date: november 16, 2018. Expiration date: november 01, 2028. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: a product investigation was completed: upon visual inspection, it was observed that the device was broken. There were scratches on the device consistent with the device use and has no impact on the functionality of the device. No drill marks and other issues were identified with the returned components of the device. The dimensional inspection performed on the returned device showed the relevant dimensions were conforming. Based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed. The complaint condition was confirmed for the tfna nail. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The possible route cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.